Event description:
It was reported that this patient's right knee was revised due to evolving chronic laxity, functional impairment instability, femoral metaphyseal pain, chronic hydrarthrosis , cysts and wear of pe insert with femoral geode cavity femoral loosening. Patient was last known to be in stable condition following the event. No other patient information/medical information provided. Unable to obtain photos/x-rays. Devices have been returned.

Manufacturer narrative:
Report number: 1038671-2023-01093. G4: 510k: k123687 and k140302. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01093. The revision reported was likely the result of gross instability, patient-related conditions, malalignment between the femoral and tibial components, an insufficient bond between the femoral component and bone, or any combination of these possibilities, which polyethylene wear of the tibial insert and aseptic (noninfected) femoral loosening. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.